Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported a capsule tag which was able to be managed well but there was difficulty cracking the lens due to loose zonules and the nucleus was attached to the posterior bag. The surgeon requested assistance from another surgeon who performed an extra capsular cataract extraction using vitrectomy. The surgeon inserted a three piece intraocular lens and sutured it to the sulcus to complete the procedure. The patient was seen in follow up and was noted as doing fine.